Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Imaging revealed dislodgement. The lead was repositioned on (B)(6) 2024. The patient was stable and asymptomatic.